Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date in 2020 and the suture was used. During surgery, the device 'broke' while sewing. A similar device was used to complete the case with no patient consequences. There were no adverse patient consequences reported.